Manufacturer narrative:
D10/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, rev. 2 :(B)(6) product ID: bi71000195, rev. A : s/n iec (B)(6) product ID: bi71000180, rev. 1 : (B)(6) d9/h2/h3/h6: part bi71000176 was returned and analyzed. The power conversion enclosure passed bench testing. It was installed in a test system and the system readied and booted multiple times. 2d and 3d images were performed and were successful. Motion and gain calibrations passed. No errors were observed while testing. Codes b01, c19 and d14 are applicable. Part bi71000195 was returned and analyzed. A continuity test was performed on the fuses in the returned power tray and failed. One of the returned fused was blown. Known, good fuses were installed and the power tray was installed into a test system. The system powered on, readied and function as expected. Several 2d and 3d were taken. Previously submitted codes b01, c02 and d02 are applicable. Part bi71000180 was returned. The motion enclosure is currently under analysis. Codes b21, c21 and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The motion controller was returned for analysis. Functional testing determined that the motion controller was malfunctioning causing the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The ias does not pass motion initialization at power on. Initially intermittent but became permanent. No 24 and 96 volts to motion controllers. Ruled out power conversion enclosure and pendant. Problem caused by motion interface enclosure. Replaced power conversion enclosure and motion enclosure with power tray to resolve the issue. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there is a damaged pendant, button was sticking. There was no patient present when this issue occurred.